Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint from the customer reporting an oxygen (o2) sensor malfunction occurred on v60 ventilator. The device was in clinical use. There was no report of harm or other patient impact. The device did not meet specification for intended use and was removed from service. A philips remote service engineer (rse) evaluated the issue with the biomedical engineer (bme) and reviewed the device event logs. The diagnostic code 1111 was noted in the log verifying o2 device failed. The rse advised the customer of the manufacturer troubleshooting recommendations per the device service manual. The customer requested and was provided the replacement part details for data acquisition (da) printed circuit board assembly (pcba) and o2 valve.

Manufacturer narrative:
Multiple good faith efforts (gfes) were made on 13may2024, 20may2024, and 28may2024 to obtain information regarding device evaluation, repair, and operational status with no response from the customer and therefore cannot be determined. It is unknown if any part replacement or repair have been conducted to date. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.